Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's pacemaker was "not working", and was not "reading right". No further information could be obtain through follow-up. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result ofthis event.